Event description:
It was reported that the user experienced repeated insulin set expired alerts on the ilet and episodes of hyperglycemia recorded at 260 mg/dl. Review of logs indicated the user did not complete the full supply change workflow by confirming a new infusion set and filling the cannula, and the agent also assisted with updating the device time. Customer care provided support that included communication with the user, and review of device use. Investigation of this case revealed no device malfunction, a usage problem related to not following the infusion set change steps, and involvement of the tubing/infusion set component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.